Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted; the balloon, obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned normally. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, the balloon burst when injecting air, the bladed trocar and cannula valves leaked and gas escaped at instrument change. They used another product to complete the case. There was no patient injury.